Event description:
Info received indicates the brake/steer will not engage at the head end of the stretcher.

Manufacturer narrative:
The technician found the set screws that hold the hex rod in place were broken which allowed the hex rod to move side to side. The technician repositioned the hex rod and installed new set screws to repair the stretcher.